Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event that the suture was broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varices banding procedure performed on (B)(6) 2024. During the procedure, it was noticed that the suture broke on the bands portion. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.